Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The pump had a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, a cracked window display corner on the case, a scratched reservoir tube window, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was trying to change out her infusion set and she got a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 175 mg/dl. Customer was advised to disconnect from the pump. Customer stated that the pump was bumped but not recently. Customer stated that the drive support cap appears normal. Customer stated that usually the belt clip is around the drive support cap. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.